Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildy calcified pulmonary artery. A 4.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.